Event description:
According to the advocate, the customer tested his blood glucose using his contour meter and received a reading of 283 mg/dl. He retested using another meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info. New meter and strips were sent but no product is expected to be returned for eval.

Manufacturer narrative:
The customer declined to provide product info. It's not possible to determine the MFR date without the meter info.